Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was identified due to the disconnection between the transfer set and patient line of the homechoice cassette which is known to cause this alarm. The cause of the leak was due to disconnection. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak due to a disconnection between the patient line of the homechoice cassette and the transfer set. The home patient (hp) reconnected and the alarm occurred. The caregiver (cg) stated there was no damage, hole or cuts in the supplies used; the transfer set remained in use. Renal therapy services (rts) had the cg make sure all clamps and transfer set was closed and assisted the cg with ending therapy. The cg would start over with all new supplies. Rts reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.